Manufacturer narrative:
(B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd nano pro ultra-fine¿ pen needle would not allow medication to flow. This occurred on 5 occasions. The following information was provided by the initial reporter: material no: 320555, batch no: 8094916. It was reported that the consumer found 5 different needles would not allow humalin thru it during injection and during flow check. Found the pen needle also hard to place onto the pen, takes normal 19 units had to take 30 units this morning. Reading normally is 6 but he was 25 on his meter so he took the extra insulin. Verbatim: using item 320555, lot 8094916, exp 03/21/2023. Occd date (B)(6) 2019 found 5 different needles would not allow humalin thru it during injection and during flow check. Found the pen needle also hard to place onto the pen. Consumer has vision issues. Does a flow check into his hand to feel the insulin come out. Claims to be able to see the display window for the 0 on the pen. Takes normal 19 units had to take 30 units this morning. Reading normally is 6 but he was 25 on his meter so he took the extra insulin. Denied reuse of the pen needles. Has the pen needles saved in a box without the outer covers on them.

Event description:
It was reported that bd nano pro ultra-fine¿ pen needle would not allow medication to flow. This occurred on 5 occasions. The following information was provided by the initial reporter: material no: 320555 batch no: 8094916. It was reported that the consumer found 5 different needles would not allow humalin thru it during injection and during flow check. Found the pen needle also hard to place onto the pen, takes normal (B)(4) units had to take (B)(4) units this morning. Reading normally is 6 but he was 25 on his meter so he took the extra insulin. Verbatim: using item 320555 lot 8094916 exp 03/21/2023. Occd date (B)(6) 2019 found 5 different needles would not allow humalin thru it during injection and during flow check. Found the pen needle also hard to place onto the pen. Consumer has vision issues. Does a flow check into his hand to feel the insulin come out. Claims to be able to see the display window for the 0 on the pen. Takes normal (B)(4) units had to take (B)(4) units this morning. Reading normally is 6 but he was 25 on his meter so he took the extra insulin. Denied reuse of the pen needles. Has the pen needles saved in a box without the outer covers on them.

Manufacturer narrative:
Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications.